Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was noted to have a small crack in the optic after it was implanted. The surgeon stated the iol was polished in front and behind and is definitely in the lens material. The iol was left implanted to avoid extra trauma to the eye and the crack was outside of the visual axis. It was reported the lens was loaded normally.